Manufacturer narrative:
(B)(4). A peritoneal dialysis (pd) patient experienced a breach in aseptic technique, which resulted in peritonitis. The treatment for the peritonitis included unspecified antibiotics (doses, routed and frequencies not reported). Eleven days later, the patient has recovered from the peritonitis and the treatment with antibiotics was discontinued. The patient was scheduled for a retrain on proper aseptic technique. The pd therapy was ongoing. No additional information is available. Concomitant medical product became known as dianeal-n pd4 2.5% and extraneal. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced light peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event, action with pd therapy and patient outcome were not reported. No additional information is available.